Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured along the end of the reamer shaft, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports that the reamer shaft broke at the connection to the reamer hand piece during use, due to excessive force. Per complaint details, the procedure was completed with a backup device, and there was no patient injury or surgical delay reported. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical / medical investigation concluded that, this case reports that the reamer shaft broke at the connection to the reamer hand piece during use, due to excessive force. Per complaint details, the procedure was completed with a backup device, and there was no patient injury or surgical delay reported. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from rough handling and prolonged use are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
While reaming the acetabulum, the reamer shaft broke at the connection to the reamer hand piece due to excessive force. The device broke during use, while inside the patient. Procedure was completed using a sn backup device. No delay was reported and it is unknown if the patient suffered from any harm due to this failure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.